Event description:
Pedicle screws were implanted in rptr on 12/10/91 for fusion. On 1/15/92 she rolled over in bed, heard a "rip" in her back, and felt great pain. On 6/25/92, she had a second surgery to explore the source of her pain and the shooting pains in her left leg. The screws were found to have come loose and the fusion was fractured. On 6/10/93, the screws were removed due to pain in her back and left leg and her inability to function (i.e. Walk, sit, sleep, or stand for any period of time.) Her ongoing pain keeps her from many activities and limits the jobs she can hold.